Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer was hospitalized for two days with diabetes ketoacidosis. The mother stated that the infusion set was changed twice and the cannula was bent. It was stated that the customer checked and given a correction every two hours. No further information was provided.